Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted of the disposable device revealed that the dissector had a fractured waveguide. The tip was returned. Functional testing found the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. It was reported that the component disengaged and there was no activation during procedure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, in the beginning of the procedure the dissector blade had broke during activation on patient tissue and nothing fell into patient cavity. All components are included in the return package. The red light was observed. It wasn¿t broken during cleaning. It was not working intermittently. The dissector did not come into contact with any metal. Procedure was completed with a new dissector. There was no patient injury.